Manufacturer narrative:
The 29mm sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the following: one (1) black particulate approximately 2mm seen outside the frame near c1 commissure, and one (1) black particulate approximately 1mm seen on cp1 leaflet (both particulates extracted for ftir testing). Post expansion revealed no additional particulate outside or inside the valve. There was no functional or dimensional testing performed. The evaluation is based on visual inspection and material analysis. During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no additional complaint associated with each serial number. The IFU for commander delivery system with s3u, thv, canada, and the device preparation training manual were reviewed for instructions relating to the complaint. The device preparation training manual provides guidance on thv rinsing. Verify final thv size and correct time to unpack thv with operating physician, examine thv box and jar, remove thv and holder without touching tissue using hemostats or forceps and check for frame or tissue damage. Do not use if damaged, if the container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. In addition, completely submerge thv/holder assembly in the first bowl of greater or equal to 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde, note that the thv should not come in contact with the identification tag, bottom or sides of rinse bowls, no other objects should be placed in rinse bowls, the thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying, transfer thv/holder assembly to the second bowl of greater or equal to 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute to remove the glutaraldehyde and leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for device preparation particulate noticed was confirmed from the provided imagery and evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Process walk-through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match zein. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during the evaluation. As reported, "it was noted several small black particles outside and inside of the valve structure. The team was able to remove two specs, but the others seemed to be embedded." Per ftir material analysis results, the black particulate showed similar absorption characteristics to zein-like material. It is possible that the particulate was introduced after device preparation, as it was observed after the valve was partially crimped. In this case, available information suggests that procedural factors (device mishandling during prep) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There is no confirmation that the black particulate originated from edwards. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no product risk assessment nor preventative or corrective actions are required. However, as precautionary measures, an awareness communication emphasizing the importance of in process mitigation on foreign particulate during manufacturing was performed at the facility.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During the preparation of a 29mm sapien 3 valve, by transfemoral approach. As reported, it was noted several small black particles outside and inside of the valve structure. Two specs were able to be, but the others seemed to be embedded. The valve was not used, and an additional kit was opened to retrieve the valve and use the valve for the procedure.